Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: lot number and UDI. Product investigation was completed. The provided photograph of device was reviewed and the complaint condition was able to be confirmed as the threaded distal tip of the device was observed to be broken; no new issues were identified. Based on the reported complaint description it is not possible to definitively determine if external factors (use error, misuse/abuse, etc.) Impacted the complaint condition. Review of the device history records showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The material was reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. A photograph of the device was examined and the threaded distal tip was confirmed to be broken. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part: 03.010.523. Lot: 9519944. Manufacturing site: bettlach. Release to warehouse date: 26. Aug. 2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) procedure of the right femur on (B)(6) 2018, the threaded driving cap broke off into the hybrid insertion handle during nail insertion. Surgeon was able to fully insert the nail. Procedure was completed with no delay and no consequence to the patient. Concomitant device: hybrid insertion handle (part 03.037.011, lot 9599712, quantity 1), nail (part unknown, lot unknown, quantity 1). This report is for one (1) threaded driving cap. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device condition: visual inspection performed at customer quality observed returned driving cap as broken at its threaded tip. The broken cap was returned. No further issues were noted. Complaint condition agrees with the returned device condition and therefore the complaint was confirmed. Material/hardness review : review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The material was reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. Conclusion: the complaint is confirmed. No definite root cause could be determined. However, it is possible that any unintended excessive forces could have contributed to complaint condition. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Visual inspection: the provided photograph was reviewed and the complaint condition was able to be confirmed as the threaded distal tip of the device was observed to be broken; no new issues were identified. Based on the reported complaint description it is not possible to definitively determine if external factors (use error, misuse/abuse, etc.) Impacted the complaint condition. Material/hardness review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The material was reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. Dimensional inspection and document/specification review: no dimensional inspection or document/specification review is applicable as the device was not received for investigation. Conclusion: a photograph of the device was examined and the threaded distal tip was confirmed to be broken. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Device history lot part: 03.010.523 lot: 9519944 manufacturing site: bettlach release to warehouse date: 26. Aug. 2015 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.